Event description:
A ventilator was returned to the manufacturer alleging a loose connection. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.